Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump turned off unexpectedly. Reportedly, the pump was at 60% charge. The customer's blood glucose level was 190 mg/dl. Reportedly, the pump turned on briefly and was subsequently noted to be unresponsive. Reportedly, the customer has insulin pens available as alternate insulin therapy.